Event description:
It was reported ongoing occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. A replacement pump was sent to the customer.